Manufacturer narrative:
Date of report: "17-apr-2019" should be corrected to "18-apr-2019" in the initial MDR. Date received by manufacturer: "17-apr-2019" should be corrected to "18-apr-2019" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -7.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. In the reporters opinion the cause of this event was due to a patient related factor.

Manufacturer narrative:
The reporter indicated that that a 13.7mm, vicm5_13.7, -7.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. In the reporters opinion the cause of this event was due to a patient related factor, patient had some prebyopia due to age. Although the patient had good vision after initial lens implant, the patient was dissatisfied with near vision. The initial lens was exchanged because the patient wanted better near vision. There are currently no adverse events in the patient and no complaints from the patient. Device evaluation: lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptics were broken, bent and deformed. Dimensional/functional inspection found lens to be within specification. (B)(4). Patient date of birth: corrected from (B)(6) 2019 to (B)(6) 1968. Claim#: (B)(4).